Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon detached in the introducer sheath during retraction. The balloon and sheath were removed as a single unit without incident. Another balloon was used to complete the procedure. There was no reported patient injury.